Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer continued to use the pump for insulin therapy.